Manufacturer narrative:
This report is submitted on july 16, 2020.

Event description:
Per the clinic, the patient developed an infection at the implant site and was subsequently treated with oral and topical medications (specific type not reported). The patient underwent a procedure (specific date not reported) to remove biofilm that developed at the implant site. The implanted device remains.